Manufacturer narrative:
Patient weight is unknown. The investigation is not yet completed. A follow up report will be submitted with all additional, relevant information.

Event description:
The subject device was used in an asd closure procedure. Initially, a 24 mm device was selected, and deployment was attempted. However, during deployment, the la disc could not fully expand due to limited space within the left atrium. Although maneuvers such as balloon-assisted deployment were attempted, the device could not be successfully implanted. Therefore, the physician downsized to a 21 mm device (the subject device). The deployment of the 21 mm device was better than that of the 24 mm device. However, the surface of the la disc was deformed and uneven, and a fluttering, thrombus-like material was confirmed at the tip of the disc under fluoroscopy. It is unknown whether the thrombus was inside the sheath and adhered there, or if it adhered inside the body. It is possible that a thrombus formed inside the sheath because it took time when attempting to deploy the 24 mm device using the balloon-assisted method, but this remains unconfirmed. Consequently, the 12fr ods iii and the 21 mm ff2 were replaced with new ones. A new device was deployed without any issues, and after confirming stability via the wiggle test, it was detached, and the procedure was completed.